Manufacturer narrative:
Sections with additional information as of 28-jan-2021: h10: meter and test strips were returned for evaluation. Product testing was performed, and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 22-dec-2020 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated is comfortable with the results from the replacement product.

Event description:
Consumer initially reported complaint for error messages (e-2) with the control solution. Control test performed on call produced result within the acceptable range. During the call, a blood test was also performed by the customer fasting and produced test result of 319 mg/dl using meter. Customer was not satisfied with the result obtained. Customer was also concerned with meter memory results of 202, 250, 260, 289 and 195 mg/dl. The customer¿s expected am fasting blood glucose test result range is 107-178 mg/dl and expected before dinner fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (date not set): (B)(6).